Manufacturer narrative:
Investigation - evaluation: a review of dimensional verification, device history record, drawings, documentation, manufacturing instructions, specifications, and quality control data and visual inspection of the actual device was conducted during the investigation. As a part of the investigation, cook reviewed the documentation surrounding the catheter, disposable metal stiffener. This review considered the relevant manufacturing instructions, drawings, risk analyses, quality controls, and instructions for use. Notably, the metal cannula and catheter are inspected 100% for fitting during quality control. There were no gaps found in the current manufacturing and quality processes for the production of these devices. A review of the device history record revealed two non-conformances however all materials were scrapped and are not related to this event. A database search revealed one other complaint associated with lot number for the same failure mode and reported by the same customer. Two catheters were returned in an opened and used condition. The investigation confirmed the supplied disposable metal stiffeners were inserted into both catheters. During table top testing, difficulty was encountered with both devices while removing the stiffeners from the catheters. Additionally the shaft of the catheter compressed together when removing the dtn's. There is no indication that the device was manufactured outside of specification. Possible contributing factors include accidental damage when shipping/handling or preparing the device for use, and excessive force due to use technique or tortuous anatomy. The catheter and stiffening cannula are matched throughout the quality control process, where they are 100% inspected to verify that the stiffener fits in the cannula. An instruction for use (IFU) booklet is sent with every device that outlines the proper instructions for using this product. Based on available information, a definitive root cause can not be determined at this time, however appropriate measures have been initiated to address this failure mode. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The customer reported that the trocar stylet of the ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter could not be removed from the catheter. The customer did report, however, that the stylet could be removed from the catheter when it was tested during preparation. Another lot number of the same product was reportedly used to complete the procedure, with no further complications reported. The device has been returned for evaluation; however, as of the date of this repot, the investigation is still pending.